Event description:
It was reported that patient was experiencing ineffective therapy. In turn, surgical intervention was undertaken wherein the lead was explanted and replaced and the ipg was also electively replaced. Afterwards, effective therapy was restored.